Manufacturer narrative:
(B)(4)

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing were observed. The patient was asymptomatic. The device was reprogrammed.